Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during follow up in clinic the device was post sensed t wave oversensing on the ventricular lead. The patient received inappropriate shock therapy. Technical services discussed reprogramming the post sensed threshold start and post sensed decay delay settings. Induction test was recommended. The device remains implanted.